Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was faulty. Review of the system log files showed that the geo ipc was failed to launch normally. As a part of troubleshooting, fse found that there was a problem with the machine movement. The fse reseated the geo ipc board and reinstalled the software of geo ipc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system geometry failed to launch normally. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.